Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of 470 mg/dl. Symptoms that were reported at the time of the incident included none. The customer was treated for high blood glucose via insulin pen. The customer reported that the insulin would shut off and restart by itself. Troubleshooting was declined. The insulin pump will return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, operating currents and off no power. No blank display during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.